Event description:
The inner sterile pouch containing the product was found to be open on one side during inventory inspection at (B)(4) prior to shipment out to a customer. The sterility of the product was compromised by this open pouch. The product box was intact and the actual product had no damage. There were no other anomalies except for this failure. The product was not clinically used, and was handled per the usual consignment procedure. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint from (B)(6) stated "completely peeling off of a pouch seal was found during inventory inspection at (B)(6). Pouch seal was completely open partially, so sterility was compromised." The product box was intact and the actual product had no damage. There were no anomalies except for this failure. The product was not distributed to a hospital. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. As reported: because firestar is sold on consignment in (B)(6), every fire star is inspected before each shipping. During the investigation, it was noted that the products were actually expired. Additional information from (B)(6) when asked why these expired products were being inspected indicates that it is possible the products were handled in a manner that may have contributed to the pouch seal opening. One sterile firestar 3.0/20mm was received in its original package on (B)(6) 2010. One of the three supplier seals was found reduced (thin) from the inside out in the mid portion. There was evidence of transfer material in the reduced portion of the seal. Pull testing of the pouch was not performed since the failure was confirmed under visual analysis and corrective actions are already in place. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Thinning of the supplier seal was confirmed; however, the seal was intact and there was no sterility breach. Although there is no indication that the seal thinning is related to the manufacturing process, actions are open to investigate the issue.